Event description:
It was reported the camera head sensor was whiting out with loss of image during a therapeutic laser procedure when the laser mode was active. There were no reports of patient harm.

Manufacturer narrative:
A device evaluation was not performed as the device was not returned to olympus. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Factors that may have contributed to the reported event are: faulty charge coupled device (ccd), damaged cable, or damaged connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): "if an abnormal endoscopic image or an abnormal function occurs but quickly corrects itself, the equipment may have malfunctioned. In this case, stop using the camera head because the irregularity can occur again and the camera head may not return to its normal condition. Stop the examination immediately and slowly withdraw the endoscope from the patient while viewing the endoscopic image. Continued use of such equipment may cause more severe damage to the equipment and/or patient injury, bleeding, and/or perforation." "When the endoscopic image does not appear normal on the monitor, the image sensor may have been damaged. If electric power supply is continued for a long time, the camera head can become hot and could cause operator burns. In this case, turn the video system center off immediately." "If the endoscopic image on the monitor should unexpectedly disappear, freeze during a procedure and cannot be restored, or focus adjustment cannot be controlled, turn the video system center off and then on again. If the image still cannot be restored, immediately turn the video system center off. Disconnect the camera head from the endoscope and carefully withdraw the endoscope from the patient, while viewing through the endoscope¿s eyepiece. Keeping the endoscope inserted into the patient, feeding air/water, or performing suction or treatment without an endoscopic image is extremely dangerous. If an endotherapy accessory is being used, withdraw it in the safest manner before withdrawing the endoscope. In addition, be sure to prepare another camera head to avoid interruption of the procedure." Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head sensor was whiting out with loss of image during a therapeutic laser procedure when the laser mode was active. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, provide a correction and update. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure of flickering image was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: loose coupler. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause due to faulty cable, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.